Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately 1 hour after placement, urine leaked from near funnel of the foley catheter.

Event description:
It was reported that approximately 1 hour after placement, urine leaked from near funnel of the foley catheter. Per follow up information received via ibc on 05aug2025, stated that it was unknown if there was any hole from which the urine leak occurred from near the funnel area of the catheter.

Manufacturer narrative:
The reported event was unconfirmed. Received (4) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter with syringe. Visual inspection noted no obvious visible observations. The drainage funnel was filled with water with no observed leaks. The reported failure could not be replicated. No root cause could be found because the reported event was unconfirmed. A device history record review was not required as the investigation was unconfirmed. The investigation is concluded, and no additional action is required at this time. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.